Manufacturer narrative:
Continued: e.1. : phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. Device remains implanted. This is related to the left side.